Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present inside balloon. The rated burst pressure for this device is 14 atmospheres as per mustang specification (# (B)(4)). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous brachial vein. A 10.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.